Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned and was reported to have been discarded at the user facility. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.

Event description:
Mesh was implanted in 2005. Pt developed a wound infection and mesh was explanted as part of treatment for infection. It was noted there was purulence in the abdominal cavity for which she underwent a washout and the abdominal wall was left open. A vac dressing was placed.